Event description:
It was reported that during arcr, tip of anchor broke, and tip of insertor broke. 3.8mm tapered awl was used for prep hole. The patient bone quality was hard. Backup device was used for tapping, and implanted another device. There was no significant delay reported. No patient injury.

Manufacturer narrative:
Visual assessment of the device confirmed the complaint of breakage. Distal tip/threads of the anchor have broken off. As reported the surgeon utilized a 3.8mm tapered awl. Per the device IFU under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor is a 4.75 mm threaded dilator. Further investigation is not warranted at this time. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.